Event description:
Although the customer attached a new nl950-fr, the monitor displayed "e08" and zero balancing was impossible. Replacing it with another fiber optic receptacle solved the trouble. No pt injury was reported.